Event description:
It was reported that the customer experienced a blood glucose (bg) level of under 30 mg/dl and a loss of consciousness. The cause of the low bg level was unknown. Customer consumed carbohydrates in an attempt to treat bg level. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous saline. Reportedly, the customer was released on 10/1/22 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.